Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous popliteal and superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during at 10 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.